Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from multiple patient samples processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eciq immunodiagnostic system. An ocd field engineer made repairs to the reagent metering, well wash, and signal reagent modules and the investigation is ongoing. A definitive root cause could not be determined. However, the event is most likely instrument related.